Event description:
Additional information was received from a patient stating their rep readjusted their settings. Issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported for the past 4 days their stimulator has not been working perfectly. Patient stated sometimes when they are laying down, sitting, standing up, or bending their back backwards, they feel stimulation and sometimes they don't. Patient mentioned they normally feel stimulation all the time when bending backwards. Patient denied any falls or trauma. Patient confirmed they have not made any program changes but the patient met with their representative about 2 weeks ago at the doctor's office and the representative did something to the stimulator but patient is not sure what it was. Patient stated whatever was done worked fine until 3 days ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.